Manufacturer narrative:
The station properties for bottle 7 (ethanol) were reset at 08:41am on (B)(6) 2016. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. However, the variance between the measured ethanol concentration of 83.3% and that calculated by the instrument software of 99.5% indicates that an error occurred during completion of the reagent replacement process. Based on the information provided by the complainant, it was determined that sub-optimal tissue processing reported was derived from the "factory 20 uur xylene" protocol started in retort b at 10:21am on (B)(6) 2015, which completed successfully at 06:05am on (B)(6) 2015. This protocol comprised 216 cassettes, based on data entered by the user into the instrument software. The reagent in bottle 7 (ethanol) was used for the first time in the final dehydration step of the "factory 20 uur xylene" protocol started in retort b at 10:21am on (B)(6) 2015. Although the user affirmed in the instrument software that the concentration in bottle 7 (ethanol) was to be set to default value of 100% at 08:41am on (B)(6) 2015, which was prior to commencement of the "factory 20 uur xylene" protocol in retort b at 10:21am on (B)(6) 2015, the ethanol concentration which was measured by hydrometer following completion of this protocol was 83.3%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 7 (ethanol) was used for the final dehydration step of the "factory 20 uur xylene" protocol started in retort b at 10:21am on (B)(6) 2015. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 20 uur xylene" protocol started in retort b at 10:21am on (B)(6) 2015, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported was a use error, which occurred during replacement of the reagent in bottle 7 (ethanol) prior to commencement of the "factory 20 uur xylene" protocol started in retort b at 10:21am on (B)(6) 2015, from which sub-optimal tissue processing was reported by the complainant.

Event description:
A leica field service engineer received a complaint regarding sub-optimal processing of tissue samples from the "factory 20 uur xylene" protocol, which had been run in retort b. This protocol started at 10:21am on (B)(6) 2015; and completed at 06:05am on (B)(6) 2015. The complainant described the affected tissue samples as "burnt and soft on inside." Leica biosystems (B)(4) was advised of the complaint on (B)(6) 2016. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(6) 2015. The fse obtained a manual hydrometer reading of the ethanol concentration in bottles 3-10 inclusive. The measured ethanol concentration in bottles 3, 4, 5, 6, 7, 8, 9 and 10 was 74%, 67%, 87%, 88%, 83%, 98%, 99% and 100% respectively; and the concentration calculated by the instrument software based on data entered by the user was 62%, 59%, 90%, 81%, 100%, 92%, 97% and 98% respectively. The fss replaced the reagent in bottles 7 (ethanol), 12 (xylene), 13 (xylene) and 14 (xylene); and performed system verification tests. The results for all performance tests were satisfactory; and the instrument was found to be operating within specification. The laboratory subsequently performed a validation run using non-diagnostic tissue samples from which the quality of tissue processing was found to be satisfactory. On (B)(6) 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.